Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 the xhibit central displayed an asystole alarm but did not generate an audible tone. The alarm was captured in the retrospective database. No one was injured as a result of this event.

Manufacturer narrative:
The reported issue has been identified as a software problem. Spacelabs has initiated a field corrective action and notified the FDA seattle district office of this action on august 25th, 2016 (recall report number: 3010157426-08/25/16-003-c). We also began notifying customers of this activity with a letter dated august 25th, 2016. This investigation is considered complete and the issue closed.